Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer poured cold water onto the pump. Subsequently, an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarm and resume insulin delivery.